Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis manifested by abdominal pain. The break in aseptic technique was further described as the patient not wearing a mask for therapy setup. On an unreported date, the patient was hospitalized for four days for peritonitis. The patient received unspecified antibiotics intraperitoneally (dose and frequency were not reported) for peritonitis. The patient was given the last dose of treatment and had recovered from the peritonitis. At the time of this report, pd therapy was ongoing. No additional information is available.